Event description:
Additional information was received that increased pacing impedance was observed on the rv lead.

Event description:
During an in-clinic follow-up, the patient experienced an inappropriate shock. Lead fracture was suspected but it was not confirmed. A revision procedure was performed. The right ventricular (rv) lead was capped and replaced to resolve the event. The patient is stable.

Event description:
Additional information was received that noise resulting in oversensing was observed on the rv lead.